Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, video was provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the pre-flushing process, a leak was discovered in the puncture needle. The procedure was completed using another device. There was no patient contact.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the pre-flushing process, a leak was discovered in the puncture needle. It was also reported that extravasation was observed. The procedure was completed using another device. The current status of the patient was unknown.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation; one video was provided for review. The video shows fluid aspiration through introducer needle using an external syringe. The fluid is noted to be leaking from introducer needle hub while aspirating and crack was noted on the needle hub. Therefore, the investigation is confirmed for the reported fluid leak and identified fracture issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B1, b5, g3, h1, h6 (patient) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation; one video was provided for review. The video shows fluid aspiration through introducer needle using an external syringe. The fluid is noted to be leaking from introducer needle hub while aspirating and crack was noted on the needle hub. Therefore, the investigation is confirmed for the reported fluid leak and identified fracture issues. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the MRI powerport isp. During the pre-flushing process, a leak was discovered in the puncture needle. The procedure was completed using another device. There was no patient contact.